Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during implant procedure, the lead failed to sense. Several attempts were tried, but they were not successful. The physician opted to abandon the implantation of the lead due to the patient unstable condition. No patient adverse consequences were reported.